Manufacturer narrative:
Patient had to be hospitalized on (B)(6) 2018, for ketoacidosis. While in the hospital, the device was removed and the insulin was delivered by injection, she was also taking one pill of jardience daily in combination with v-go. Patient had a follow up appointment with her doctor on (B)(6) 2018, he advised her to take one pill of farxiga a day in combination with v-go, he also advised her to discontinue taking jardience. Device was discarded at the hospital.

Event description:
Patient had to be hospitalized on (B)(6) 2018, for ketoacidosis. She was admitted into (B)(6). Patient was discharged on (B)(6) 2018. While in the hospital, the device was removed and the insulin was delivered by injection, she was also taking one pill of jardience daily in combination with v-go. On monday, (B)(6) 2018, the doctor at the hospital applied a v-go again and she was released the next day. Patient had a follow up appointment with her doctor on (B)(6) 2018, he advised her to take one pill of farxiga a day in combination with v-go, he also advised her to discontinue taking jardience. Device was discarded at the hospital.

Manufacturer narrative:
Block d4 - UDI # provided. Block e1- initial reporter corrected. Block e2- health professional - no checked. Block e3- non healthcare professional. Block g7- follow up #1. Block h2- correction checked. Block h4- device manufacture date provided.